Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and inhibition of pacing. The patient is listed as pacer dependent. The device was reprogrammed to less sensitive and no further oversensing and inhibition of pacing episodes were noted.